Event description:
The customer was hospitalized for low bgs. It was stated that the customer reports three occasions when the low battery alarm was received and the pump would start emptying the reservoir. The customer wrecked the truck once due to the low bgs. Also the customer mentioned that the batteries last less than a week. The customer has disconnected from the pump.